Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The philips field service engineer (fse) reported the device had bent battery pins. There was no reported patient involvement.